Event description:
On (B) (6) 2008, patient was implanted with miniarc sling. Patient reported vaginal pain and vaginal erosion at 1 month follow-up visit. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The occurrence of the event is included in the potential adverse event section of the device labeling. The frequency for this event is not greater than is usual. No device malfunction was reported and device was not explanted. Serial number not provided for lot history review. Physician did not reply to queries for additional information (3 attempts).